Event description:
It was reported the patient went to the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached above 400 mg/dl the omnipod personal diabetes manager (pdm) was not working properly and the patient did not feel well and was laying on a heater. At the hospital, the patient was placed on an intravenous therapy of fluids and insulin. The patient was still currently in the ER at the time of the call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
In the case description, the user mentioned having high bgs and being unable to deliver a bolus due to the bolus calculator being disabled. Inspection of the android log files downloaded from the controller confirmed that the bolus calculator had been disabled by the system on the date of occurrence. The system indicated that this was due to urgent high or urgent low bgs being received by the bolus calculator. Inspection of the phb data confirmed that the user had urgent high bgs at the time that the bolus calculator was disabled. This is expected behavior of the system. The controller was still able to program and deliver user adjusted boluses. Inspection of the phb data showed that the agc algorithm was able to appropriately adapt the suggested insulin based on the egvs and user inputs. The controller was paired with an unused pod and the pod was paired with a cgm emulator. The controller was found to function as intended. On entering a hi bg reading into the bolus calculator, the bolus calculator was disabled, but the system still allowed the entering and delivery of boluses. No issues with insulin delivery were observed during the investigation.